Event description:
It was reported that the 7 inch mic ext set w/1.2mf filter was occluded during lipid administration to the neonatal patient. The following information was provided by the initial reporter: "I am reaching out to you in regards of lipid filters that we use for our neonatal patients in nicu. Ref # (B)(4) recently we had multiple incidents with blockage of the filter during administration of lipids. They had exchange the filter to a new one."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of staff having issues with 20129e, the filter is clogging during lipid infusions in their nicu could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20129e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 7 inch mic ext set w/1.2mf filter was occluded during lipid administration to the neonatal patient. The following information was provided by the initial reporter: "I am reaching out to you in regards of lipid filters that we use for our neonatal patients in nicu. Ref # 20129e. Recently we had multiple incidents with blockage of the filter during administration of lipids. They had exchange the filter to a new one."